Event description:
Pt was tested on suspect device, inr = 2.0. A laboratory sample was taken and inr = 2.9. The tests were taken as preoperative tests pending surgery. No info was given regarding treatment based off of suspect device readings.